Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient originally had an occlusion of right internal iliac artery and partial stenosis of right external iliac artery. An endurant stent graft was implanted after the patient underwent poba.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had an occlusion and that may have been caused by a collapse of the graft lumen. Originally, the right limb of the graft was occluded, so the lack of the blood flow in the right limb might have led to more blood flow gathered in the left limb, thus causing the occlusion reported this time. Additional treatment for the occlusion has not been sought, since the patient has no symptoms. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Event description:
Limb occlusion was found through post-operative follow-up. The patient has no subjective symptom and further treatment would not be performed at this time.